Event description:
On september 9, 2008, product surveillance received notification of a complaint first reported on august 29, 2008 to a csr (intn'l affiliate). The customer reported a flo-gard 2m8063, is not recognizing air in the line. There is no report of a patient involved in this complaint. The customer requested an rga (return goods authorization) for the device to go to cts (intn'l technical services).

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.